Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50x16mm promus premier stent was advanced to the lesion however advancing difficulty was encountered. The device was removed from the patient's body and it was noted that the shaft of the device was damaged and was broken into two pieces. No patient complications were reported.